Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with ventricular tachycardia. The implantable cardioverter defibrillator misinterpreted this as supraventricular tachycardia and did not deliver anti tachycardia pacing. Intervention was discussed but no changes were reported. The ventricular tachycardia resolved on its own. The patient was stable.